Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and there was a sheath shaft curvature, the liner was fully expanded as designed, there was a radial and axial tip tear along distal liner edge; and hdpe stretching along distal tip tear, and all score lines were present. Imaging provided by the site revealed the patient's right access vessel had the presence of tortuosity as well as calcium within the femoral bifurcation. Per the technical summary, the instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting distal tip failure on the esheath/esheath+, with evidence of radial tip tearing, have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to improper tip expansion (involving variability in the tip scoring process), patient factors, and/or procedural factors. Improper tip expansion has also been shown to potentially lead to secondary complications/failures. The complaint sheath distal tip torn was confirmed per evaluation of the returned device. Available information suggests that improper tip expansion and/or patient factors (calcification, tortuosity) likely contributed to the event as calcification and tortuosity were confirmed via the provided imagery. The failure mode is characteristic of sheath tip tear events related to the tip scoring process. Previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Similarly to tortuosity, calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 16f esheath+, the esheath+ was placed and a 29mm commander delivery system was advanced through the sheath but became stuck at the tip part of the sheath. The delivery system was pushed while pulling the sheath, and the delivery system could be passed through the tip of the sheath. After valve was implanted, the sheath was removed. The tip of the sheath was torn for approximately 5mm. No patient complications were reported. The accessed vessel had mild tortuosity with no calcification.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Additions to d.4 and h.4.